Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead remains in service and patient has been scheduled for lead replacement. No additional adverse patient effects were reported.